Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic utero nephrectomy. According to the reporter: the surgeon used the endo retract ii instrument to retract the kidney. Toward the end of the case two pieces of plastic broke off of the instrument and had to be retrieved from the pt. The retractor was removed and a reuseable retractor was used to complete the case.